Event description:
It was reported that a small volume intermate had a black mark on the reservoir. This was identified during storage of the device. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2015 to january 8, 2015. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed a black mark on the reservoir of the device, deemed to be outside the fluid pathway. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.